Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room with symptoms of fatigue. Interrogation revealed the patient received an alert for lower out of range pacing lead impedance and intermittent right ventricular capture. The lead was successfully capped and replaced. The patient is in stable condition and will be monitored with routine follow up.